Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the investigation. (B)(4).

Event description:
It was initially reported that during the pt's transfer from the bed to the wheelchair the clip of the sling detached from the spreader bar and the pt fell down. It was indicated that the clip was not correctly positioned. As a consequence of the event the pt sustained a fractured femur. The pt had a surgery.